Event description:
Per (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.